Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2013-09112 and 2134265-2013-09113. It was reported that automatic pullback failure occurred. The 90% stenosed lesion is located in the severely calcified and mildly tortuous proximal left anterior descending artery. During the procedure, it was noted that the motor drive unit (mdu) was unable to perform its automatic pullback function. The mdu was not lit but the sled was recognized. The procedure was completed with manual pullback. No patient complications were reported and the patient's condition is good.